Event description:
It was reported that while using fsl3+, the customer experienced a pairing failure with a new sensor that remained in pairing for about ten minutes; after a toggle procedure, the sensor was re-paired and entered warm-up, indicating an intermittent communication failure potentially related to the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with relevant device components including electrical and magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.